Event description:
It was reported that the pt had scar tissue between the pump and catheter. The physician assessed the cap (catheter access port) but was unable to aspirate. No pt symptoms were reported. The pt was sent to the neurosurgeon. During surgery, the surgeon was able to get backflow of cerebrospinal fluid. The physician reported that the scar tissue formation was around the catheter to the pump insertion site. There were no volume discrepancies. The pt was doing well. The type of medication, concentration, and daily dose being administered via the pump were not reported.